Event description:
It was reported that the pt's device was shutting down suddenly. The pt had been complaining of this problem since getting the new implantable neurostimulator (ins) in (B)(6) 2009. The pt was seen by the doctor on (B)(6) 2009 and he had documented that between (B)(6) 2009 and (B)(6) 2009 his ins had been shut off numerous times for unexplained reasons. The info he gave was consistent with the number of activations that appeared on the clinician programmer which were 7. The doctor suggested replacing the ins, but the pt didn't want to undergo another surgery. In the last month prior to the report, it had occurred again 4 times requiring a hard reset. During all 4 recent incidents, the pt was not near large magnets or store security devices. The events only affect the pt's left device, never the right one. Each occurrence caused bradykinesia and the device showed off on the pt programmer and typically responded to the turn on command. The pt was going to log all future incidents.

Manufacturer narrative:
(B)(4).